Event description:
It was reported by the customer that pyxis medstation es system drawer was broken. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch mount for the main half high drawer had become detached from the drawer wall. A field service engineer re-secured all screws for the latch mount to ensure its stability. The system functioned as intended after the field service engineer troubleshooted the device.